Event description:
Boston scientific received information that a suspected left ventricular (lv) lead dislodgement was observed as it exhibited high pacing thresholds. Boston scientific technical services (ts) did lead configuration to determine good threshold and lack of stimulation. Ts discussed with the physician for programming changes. An attempt to obtain additional information was unsuccessful. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had moved and exhibited high pacing thresholds. Boston scientific technical services (ts) reviewed data and determined good threshold and lack of stimulation. Ts discussed with the physician and changed device programming, which was successful. An attempt to obtain additional information was unsuccessful. The lv lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that that this left ventricular (lv) lead exhibited increased threshold measurements and loss of capture (loc). The lead believed to have dislodged. Threshold testing was completed in various programmed configurations. Acceptable threshold measurements and capture was observed with the lv pace configuration programmed to lv tip1 to can. The physician elected to leave the lv pace configuration programmed to that configuration. No adverse patient effects were reported. This product remains implanted and in service.